Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Patient underwent a right knee replacement for severe osteoarthritis. Attune implants were used with competitor cement. No intra-operative complications were noted. Patient underwent a right knee revision for recurrent effusions. All cultures were negative for infection. A grossly loose tibial tray was discovered. Loosening interface wasn't noted, but the tray was noted to be easily removed. The tray was also noted to have fallen into varus alignment. The femoral component and patella were noted to be well fixed. Attune revision implants were used with depuy cement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.